Manufacturer narrative:
Findings: pump received with detached end cap. Unable to perform the basic occlusion, occlusion, and prime tests or verify alarm due to detached end cap. Pump also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 215 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.